Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. All shocks were programmed to 41j, and the implantable cardioverter defibrillator (ICD) system was programmed to reverse polarity. Technical services (ts) recommended reprogramming to initial polarity and increasing the shock impedance alert value from 125 ohms to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms. Shock impedance trends showed a rise in measurements since 2023 but had plateaued in the last year. The rv lead was reprogrammed to initial polarity for continued monitoring. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing the shock impedance alert value to 150 ohms as well. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. All shocks were programmed to 41j, and the implantable cardioverter defibrillator (ICD) system was programmed to reverse polarity. Technical services (ts) recommended reprogramming to initial polarity and increasing the shock impedance alert value from 125 ohms to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.